Manufacturer narrative:
The implants remain in situ. Radiographs were provided which confirm the event of a set screw backing out and a subsequent rod slippage. The identifying lot numbers have not been provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent a spinal procedure on (B)(6) 2024. At the 1-year postoperative visit, radiograph images revealed a set screw backout and rod slippage.